Manufacturer narrative:
The investigation of the returned devices were completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the customer reported that the smooth mod + prof xtra 560cc breast implant was leaking from the box. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample determined that the smooth mod + prof xtra 560cc breast implant was found to be ruptured, it was received incomplete. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Additionally, there were no pictures provided of the incident device prior to removing it from thermoform. Without this visual reference, it is not possible to see if there is residue on the sides or bottom that would indicate that this defect is manufacturing-related. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. There are four inspection points where finished goods lots are 100% inspected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on june 9, 2021. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 560cc mentor memorygel breast implant was ruptured out of the box. There were no patient consequences.